Event description:
One patient sample with discrepant hba1c results. Initial result 24.3%, repeat 6.1%. Erroneous result was not reported. The field service representative was unable to determine a cause for the discrepancy. Performance tests were performed and within specification.